Manufacturer narrative:
Obsolete product, therefore no manufacturing and expiration date available.

Event description:
Information was received that the gauge pressure is displayed with a time delay on a smiths medical medflator. No patient injury resulted.